Event description:
New information received noted that the lead was damaged during the change out procedure. The patient's condition was stable during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the right atrial lead has an insulation anomaly. The lead was capped and replaced on (B)(6) 2019. The patient's condition was unknown.